Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that after the first firing the anvil bent away from the cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient.